Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to observations of noise, high impedance and loss of capture that lead to asystole. This lead was successfully replaced.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to observations of noise, high impedance and loss of capture that lead to asystole. This lead was successfully replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.